Manufacturer narrative:
An event regarding alleged packaging issue involving a hip screw was reported. The event was confirmed. Device evaluation and results: the outer blister tyvek lid was peeled back and the tyvek lid had separated or delaminated, leaving part of the lid still stuck to the blister. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The inner tyvek lid delaminated, leaving part of the lid still stuck to the blister. The exact cause of the torn tyvek could not be determined. No issues with the packaging seal were observed as inspected by the packaging sme. There is no indication at this time that the sterility of the device was compromised or that there was anything wrong with the product itself. The packaging sme indicated that the product was manufactured to specifications. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that, during a tha, when a nurse was opening the tyvek sheet, it was delaminated. A spare was used instead.